Event description:
It was reported that the ipg pocket site was bothersome to the patient. The patient underwent a revision procedure wherein the pocket was moved and the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted device was not returned.